Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received one sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for missing label with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: based on the investigation, the root cause / potential root cause for the missing label information was determined to be a jam occurred during manufacturing, and the tube was no properly discarded.

Event description:
It was reported that the bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ was missing the lot number and expiration date on the tube. No injury or medical intervention.